Event description:
The customer stated that she was hospitalized due to nausea, vomiting, and diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and found that the insulin pump alarmed no delivery during the prime test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.